Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode was missing when the sensor was pulled out of the customer's body. Customer was reportedly concerned it may have been lost in his or her body. Customer's blood glucose was 7.6 mmol/l. Nothing further reported.

Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor cannula bent inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.